Event description:
The system 7 single trigger rotary handpiece was returned to stryker instruments for evaluation as it was alledged that it would not stop running. There was no patient involvement and no adverse consequences associated with the device.